Event description:
It was reported that a patient presented remotely via merlin net. Review of the transmission revealed undersensing on the insertable cardiac monitor (icm) resulting in false pause episodes. No changes or interventions were reported. The patient condition was stable.